Event description:
The patient was admitted to the hospital and the lead had dislodged into the right ventricle. The repositioning procedure was postponed due to the patient's condition which was -non-device related-.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.